Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: 243 ml, flow rate: 2ml/hr, procedure: unknown, cathplace: unknown. Date & time infusion start: (B)(6) 2020, time not provided. Date & time infusion ended: (B)(6) 2020, time not provided. It was reported the device was connected on wednesday and finished on saturday (3-days instead of 5-days). The was no reported patient injury. Additional information received 31-mar-2020 stated the device should have infused for 120-hours/5-days. Additional information received 02-apr-2020 stated there were no user or facility conditions contributing to the incident.

Manufacturer narrative:
The device history record for the reported lot number, 0203068909, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(6). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.